Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump repeatedly emitted occlusion alarms. The infusion set and cartridge supplies were changed and used with the pump per instructions for use; however, the occlusion issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple occlusion alarms associated with high force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The force sensor calibration reading was low and not within specifications. The force sensor resistance was within specifications. The pump case was removed and no damage was found to the force sensor circuit. A battery cap was not returned with the pump. A test battery cap was used to complete investigation.